Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.

Event description:
Boston scientific received information that the field representative experienced difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d) even after troubleshooting. A magnet was placed on the device and did not yield any tones. It was noted that this was the first interrogation since the device had been implanted 14 months earlier. Subsequently the crt-d was explanted for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.